Event description:
The customer contacted baxter's technical service center to report the homechoice (hc) machine was programmed for 9 hours but constantly ran for 12 hours after use. The peritoneal dialysis registered nurse (pdrn) stated that she had the hc programmed for 9 hours. The home patient (hp) stated that the hc ran constantly for 12 hours and felt there was an issue with the hc. The baxter technical service representative (tsr) informed the pdrn that the next hc would be a 10.4 smartcare and the pdrn wanted it delivered to the clinic so she could program it. The hp would use the current cycler for the night. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. The assignable cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.